Manufacturer narrative:
The insulin pump received with no act button response due to flattened act button dome switch. No constant tone or moisture damage inside insulin pump noted. The insulin pump was unable to verify for operating currents including low battery, off no power and battery out of limit alarm due to no act button response.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 149 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device and the keypad does not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.